Manufacturer narrative:
Updated complaint conclusion: it was reported that hair-like foreign matter was found inside of the sterile pouch ((B)(4) fire star, 2.50 x 20) during inventory inspection at (B)(4). The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. The product was neither re-sterilized nor re-packaged. One sterile (B)(4) firestar 2.5 x 20 mm was received inside its original package. One particle could be observed in the pouch (hair-like). A seal reduction could be observed in the middle section of the pouch seal (supplier). The seal appeared to be reduced from the inside out. Transfer material was observed on the film on the reduced section of the seal. The rest of the pouch seals were inspected and they appeared intact. No additional damages were observed. The contamination was measured and was found to be within acceptable specification parameters. A special gage (go or not go) was used to measure the pouch seal, it was found to be within specification parameters. The pull test of the pouch was not performed since the reported failure was confirmed under visual and dimensional analyses. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The exact cause of the failure reported by the customer complaint could not be determined, however it appears to be related to the manufacturing process. A risk assessment has been initiated to evaluate this issue. One sterile (B)(4) firestar 2.5 x 20 mm was received inside its original package. One particle could be observed in the pouch (hair-like). A seal reduction could be observed in the middle section of the pouch seal (supplier). The seal appeared to be reduced from the inside out. Transfer material was observed on the film on the reduced section of the seal. The rest of the pouch seals were inspected and they appeared intact. No additional damages were observed. The contamination was measured and was found to be within acceptable specification parameters. A special gage (go or not go) was used to measure the pouch seal, it was found to be within specification parameters. The pull test of the pouch was not performed since the reported failure was confirmed under visual and dimensional analyses. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
It was reported that hair-like foreign matter was found inside of the sterile pouch (sakura fire star, 2.50 x 20) during inventory inspection at (B)(4). The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. The product was neither re-sterilized nor re-packaged. The unit was not received; however the visual analysis was performed since a picture was sent. The contamination observed in the picture looks like a hair (lash). No other anomalies could be observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The exact cause of the failure reported by the customer complaint could not be determined, however it appears to be related to the manufacturing process. A risk assessment has been initiated to evaluate this issue. The unit was not received; however the visual analysis was performed since a picture was sent. The contamination observed in the picture looks like a hair (lash). No other anomalies could be observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
It is anticipated that the device product will be returned for analysis, however, the product has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that hair-like foreign matter was found inside of the sterile pouch (sakura fire star, 2.50 x 20) during inventory inspection at sukagawa plant, jjkk. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. The product was neither re-sterilized nor re-packaged.